Event description:
It was reported that the patient's right atrial lead dislodged. The lead was removed and replaced. The patient was discharged.

Event description:
It was reported that the patient had a pocket revision performed earlier in the month due to unknown reason when the ra lead dislodged. The lead was removed and replaced. The patient was discharged.